Event description:
It was reported that the universal modular electric/battery single trigger handpiece failed during reverse shoulder arthroplasty. It was reported that the motor was squealing and struggling to spin when the trigger was depressed. There was no report of surgical delay, pt injury or adverse impacts on the procedure. There was an alternate device immediately available to complete the planned procedure.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.